Manufacturer narrative:
The reported issue regarding the failure of the system to turn on was not confirmed. The ev1000 platform was returned with an evpsb220l power supply cable stuck into the data box. Once the cable was removed, the data box powered up with no issues. However, the data box failed arterial pressure (ap) accuracy functional testing. During evaluation, central venous pressure (cvp) mean average was sampled at 103.7, and ap at 103.1, which are out of specification. After recalibration of the databox, the cvp mean average returned to the acceptable limits. There was no evidence or indication that a manufacturing defect was responsible for the reported issue; recalibration of the databox resolved the malfunction. A review of the manufacturing records indicated that the product met specifications upon release. Inaccurate hemodynamic readings which fail to alert the clinician could lead to inappropriate patient treatment, and therefore have the potential to result in patient harm. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained personnel experienced in assessing and mitigating any hazards that arise. In this case, there was no occurrence of inaccurate values during patient monitoring as the issue was identified during product evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use, an ev1000 platform would not turn on. When the device was returned for evaluation, it was returned with an evpsb220l power supply cable which was stuck in the databox. While the panel powered up without error, which contradicted the customer¿s complaint of failing to turn on, it was also noted that the databox failed functional accuracy testing.